Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2469, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011 for sterilization. Consumer stated she has photos of her surgical incisions and bruising. She was so tired she could barely walk or function. She also experienced extreme fatigue, food sensitivities, immune function disruption, plaque psoriasis, ear itching and draining, insomnia and high suicide risk. Essure was removed in (B)(6) 2015. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had immune function disruption, plaque psoriasis and high suicide risk. Essure was removed after 4 years. These events are serious due to their medical importance. All events, except for medical device removal, are unlisted in the reference safety information for essure. Considering the physiopathology of immunodeficiencies, psoriasis and suicidal ideation and also given the localized action of essure inserts in the fallopian tubes, it is unlikely that essure inserts would contribute to the development of these diseases. Although the reason for essure removal was not provided, this event is assessed as related to essure due to the nature of this event. This case is regarded as incident since a device removal was required. Based on the available information, there is no reason to suspect a relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.